Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23-apr-2012. A review of the device history record has been completed. No deviations or non-conformances noted. The event of rheumatoid arthritis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported having been diagnosed with a "connective tissue disease or disorder," specified as "rheumatoid arthritis", "feel something round on part of the implant, and it feel like a crease" and "rippling." Healthcare professional reported a left side rupture. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: analysis of the returned device identified: weight to the spec, creases fold, observed 40 mm dark patch edge material inside gel device, and deformation device. Cloudy and voids in the gel observed after autoclave cycle the unit is not rupture wrinkles and creases are observed but have no relationship with manufacturing. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.